Manufacturer narrative:
(B)(4).

Event description:
It was reported a loss of aspiration occurred during the procedure. Vascular access was gained via the femoral artery. The totally occluded, 6mm lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure. The first run with the catheter, blades down (2.1 mm), was successful. The catheter was switched to blade up (3.0 mm ) and activated. The physician noticed the device was not aspirating liquid and/or material in the tubes and or waste bag. The console was also making an unusual ¿splashing¿ sound while the pump was working. The device was removed from the patient. The procedure was complete with balloon pta. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. There was blood present outside and inside the device. There was no damage or irregularities to the device. Functional analysis was done showed that the device did not perform as designed. Dissection of the catheter shaft showed blockage due to an accumulation of clots burden inside of the aspiration lumen. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported a loss of aspiration occurred during the procedure. Vascular access was gained via the femoral artery. The totally occluded, 6mm lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure. The first run with the catheter, blades down (2.1 mm), was successful. The catheter was switched to blade up (3.0 mm ) and activated. The physician noticed the device was not aspirating liquid and/or material in the tubes and or waste bag. The console was also making an unusual ¿splashing¿ sound while the pump was working. The device was removed from the patient. The procedure was complete with balloon pta. No patient complications were reported and the patient was stable post procedure.